Event description:
It was reported that 5 syringe 10ml ll experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: white contaminants observed in syringe whilst compounding. Syringes rejected for use after white contaminants discovered in syringe whilst compounding.

Manufacturer narrative:
H.6. Investigation: four photos were received by our quality team for evaluation. From the photo, white foreign matter was observed inside the syringe barrel, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As there was no samples returned, the foreign matter type could not be determined, therefore the root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 syringe 10ml ll experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: white contaminants observed in syringe whilst compounding. Syringes rejected for use after white contaminants discovered in syringe whilst compounding.